Event description:
It was reported that the catheter separated during removal from an ob pt. A portion of the catheter was retained in the pt. There are no plans to remove the retained piece of catheter.